Event description:
During preparation for a rf liver procedure, a foreign matter was found. This leveen¿ superslim needle was selected; however, when unpacking the device a piece of a dark hair was in the inside tray of the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number updated from unknown to 16798962. Device expiration date updated from unknown to 03/06/2017. Device manufactured date updated from unknown to 03/11/2014. Device evaluated by manufacturer: examination of the returned complaint device revealed that the tray seal had been partially opened. The inner tray, electrode and cord were inside the packaging tray. A hair was visible underneath the cord inside the tray (see photos). The hair was dark in color and was measured to be approximately 13 cm long. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
During preparation for a rf liver procedure, a foreign matter was found. This leveen¿ superslim needle was selected; however, when unpacking the device a piece of a dark hair was in the inside tray of the packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.